Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and the sample was "normal in appearance." The investigation found the customer's last calibration performed was ok. The customer's qc data was requested but not provided. The investigation reviewed the customer's system alarm trace and did not find a conspicuous event. The field service engineer changed various parts. He performed system checks and maintenance. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for an unknown number of patients tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer performed weekly maintenance and confirmed qc was acceptable. The initial na results were reported outside the laboratory. At "approximately" 4 p.m. The customer noticed low results being reported. The customer performed repeat testing with the samples on the same analyzer. The customer provided one example of a questionable na result: the patient's initial na result was 119 mmol/l, and the patient's repeat result was 126 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number and expiration date were requested but not provided.